Event description:
It was reported that the inflatable penile prosthesis (ipp) device had performance issues eight years after implant. The physician tried to inflate the device in the office but no troubleshooting resolved the issue. The patient underwent a surgical procedure in which all ipp components were explanted and replaced. Upon explant, it was noticed that there was no fluid left in the device. Physician suspects that the fluid leak is attributed to a hole since all connections were intact; however, he was unable to locate the hole. There were no patient complications related to this device.